Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a sterling balloon catheter. The balloon was loosely folded and there was contrast in the balloon. Microscopic and tactile inspection revealed damage (focally necked shaft) to the outer shaft 7.5cm (9mm in length) and at 10 cm (4mm in length), from the tip of the device. Microscopic inspection found no irregularities or damage to the proximal bond. Microscopic inspection found no irregularities or defects to the balloon/ markerbands. Functional testing was attempted by attaching an inflation device to the hub of the complaint unit, however; the device could not inflate or deflate due to the condition of the returned unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred and catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified inner shunt in the forearm. Following the insertion of a 4fr non-bsc introducer sheath, a 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced using buddy wire technique and dilatation was performed three times. During withdrawal of the device, it was noted under contrast imaging that the balloon did not completely deflate and the device became stuck in the introducer sheath. The devices were then carefully withdrawn and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.